Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing to pulmonary parenchyma in a lobectomy procedure, the surgeon tried to fire the handle with the reload. She felt a part of handle was cracked and could not fire the device. There was no reported patient involvement and outcome.

Event description:
According to the reporter, during firing to pulmonary parenchyma in a lobectomy procedure, the surgeon tried to fire the handle with the reload. She felt a part of handle was cracked and could not fire the device. Initial evaluation of the incident device found that the reload had damage to the cutting edge of the knife blade. Replication of the damaged knife blade may occur when application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.